Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 700 mg/dl. The customer was treated with intravenous medication. The customer did not recall what type of medication was received. The customer was released from the ER ¿a few hours later¿ with no permanent damage. The cause for the reported issue was due to the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable